Event description:
It was reported " hcp failed to fire the skin stapler during use on patient". To complete the procedure, a replacement device was used. Patient current condition is unknown. If additional information is provided, this compalint file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample received. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation was initiated to further investigate the issue. Upon functional inspection, the stapler could not consistently fire staples properly. It was observed that the anvil in the returned complaint sample was out of position when compared to a lab inventory stapler. An investigation within teleflex was initiated to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " hcp failed to fire the skin stapler during use on patient". To complete the procedure, a replacement device was used. Patient current condition is unknown. If additional information is provided, this compalint file will be updated.